Event description:
We have been notified of an incident involving an oxygen concentrator by an insurance company. There was a fire which caused property damaged. Our device was in use but has not been designated the cause of the fire. We have not received the device back for evaluation. We will file a follow-up report when additional information becomes available.